Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the rear case of the device to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that a battery pin in battery well 1 of their device was pushed in. In this state the device has the potential to power off by itself. There was no patient use associated with the reported event.